Event description:
During a prostatectomy procedure, surgeon was using the device to ligate vessels near the prostate and the clips would not form correctly - some did not close or form all the way. The case was completed by using a different device (not the same product code. No patient consequence.